Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to use mdi as a backup therapy to ensure continuous insulin delivery.